Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described was the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative noted the issue was due to a software issue. The representative shut down the system multiple times and was able to re-configure the network settings. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9735740, sw app 9735762 stealth s8 app, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that when trying to acquire images from the imaging system the, igs server could not be verified. The representative went into stealth admin and tried to configure network settings and there were none input, although they have had input prior. The representative attempted to update them and received a firm wall timeout error. They switched to a different navigation system. There was reported delay of less than 1 hour and no reported impact to patient outcome.